Manufacturer narrative:
The console was received for investigation. After reviewing the logs reported issue that purge disc couldn't be detected was confirmed. The purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the issue was a broken purge disc flag. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13007: e4 should have been left blank. D4 model number. H.6 code 4629 was reported incorrectly. New code was added to health effect - impact code,

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant was placing a cp for support when the purge disc failed and the team replaced the aic (automated impella controller) . No harm or injury but a reportable event. IFU followed and a backup console used.